Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 8/16/2024.

Event description:
Patient reported "deflation." Healthcare professional reported "deflation." Record is for right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation." Healthcare professional reported "deflation." Record is for right side. Device has been explanted.

Event description:
Patient reported right side "deflation." Healthcare professional later reported "deflation." Healthcare professional additionally reported "hole in radius (edge)." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage and observe a delamination total of the valve (adhesive failure) as per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16/aug/2024.

Event description:
Patient reported "deflation." Healthcare professional reported "deflation." Record is for right side. Device has been explanted.